Manufacturer narrative:
The lot numbers were not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported in an article in the jama internal medicine that presented data obtained from a retrospective review of 679 retrievable vena cava filter implantations, the risk of post-implant thrombotic events increased after the filters were left in place longer than 30 days. Retrievable filters from four mfrs were evaluated, which included eclipse and g2/g2x filters, and the risks were determined to be recurrent dvt, vena cava thrombosis, organ penetration, filter migration, and strut fracture. The conclusion of the article: "the use of ivc filters for prophylaxis and treatment of venous thrombotic events, combined with a low retrieval rate and inconsistent use of anticoagulant therapy, results in suboptimal outcomes due to high rates of venous thromboembolism."